Manufacturer narrative:
B2: outcomes attrib to adv event - updated to note other serious (important medical events).

Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. At the 6-month follow-up transesophageal echocardiogram (tee) on (B)(6) 2021, residual blood flow greater than 5mm was noted around the closure device. No additional information is known at this time.

Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. At the 6-month follow-up transesophageal echocardiogram (tee) on (B)(6) 2021, residual blood flow greater than 5mm was noted around the closure device. No additional information is known at this time.